Event description:
User reported tubing was occluded and system failed to sound occlusion alarm resulting in a possible under-infusion. There were no reports of any adverse pt events associated with this malfunction.